Event description:
The customer reported that the display is bad - possible damage. No patient involvement.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed. The investigation revealed that the display cable had partially worked its way out of its connector causing a multi-colored screen and the inability to read the display. Reinsertion of the cable corrected the issue. Upon reinsertion of the cable, the device performs to specifications.